Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a cartridge leaked. A cartridge change was performed to address the issue. Customer's blood glucose (bg) level was not impacted. Additionally, it was reported that insulin drips were not observed to be dripping out of the cartridge tubing during the load fill tubing sequence. A new cartridge was successfully loaded onto the pump and insulin deliveries were resumed. Bg was 400 mg/dl.